Manufacturer narrative:
The insulin pump was received with failed battery test alarm after the battery was change due to power connector on battery tube not plugged in properly. The device had minor scratches on the lcd window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, he changed the batter eleven times and the device wasn't working. Customer reset the insulin pump and issues persisted. Customer inserted the batteries into a second device and they functioned. Customer reverted to second insulin pump and agreed to return the device for analysis.